Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were not confirmed. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis and no log files were submitted for review regarding the reported event. Additional information communicated on 23apr2021 indicated that the mobile power unit would not be returning, and that reported no external power was due to the patient separating the power cord from the wall outlet while untangling the cables. The root cause of the reported event was determined to be from the ac power cord becoming disconnected from the outlet, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 09feb2021. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller and instructs the user on how to prevent the ac power cord of the mpu becoming disconnected from the wall. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the issue was resolved with the patient not separating from wall power.

Event description:
It was reported that there were a few incidents where the patients mobile power unit came unplugged, which resulted in no external power alarms.